Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green reload accessory involved with this complaint and completed the device evaluation. As the customer could not identify which part had an issue, failure analysis could not confirm nor refute the reported event. The green reload was visually examined, and no physical damage was observed. The reload had not be fired at all. No pushers of the staples were found at the bed surface the cartridge. The reload knife was still concealed at the proximal end of the cartridge. The reload cover was still secured on the body of the reload.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a ¿restore motor pack to control box connection¿ error occurred several times. The customer exchanged out the sureform 45 stapler instrument and cable, but recognition errors (no icb blue led, turned on red led, etc.) Occurred. The customer could not complete the given troubleshooting steps as it would take a long time to resolve the issue. The user could not use the reload to fire. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer suspected that there is a problem with the I&a (stapler instrument, reload) but was unsure exactly which part had an issue.